Event description:
The customer reported that the monitor failed to alarm audibly and visually for a critically ill pt. The customer stated that the pt had a seizure. The medically critical situation was found stored in the ECG recording at the central station.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.